Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure misplaced') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip, knee pain"), insomnia ("haven't had a good night sleep"), fallopian tube cyst ("cyst hanging on my right tube") and uterine enlargement ("uterus was enlarged and tilted"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, back pain, arthralgia, insomnia, fallopian tube cyst and uterine enlargement outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, fallopian tube cyst, insomnia and uterine enlargement to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- lower back pain, arthralgia, sleeplessness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received : essure model number changed from 305 to 205. Product start/stop date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure misplaced') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip, knee pain"), insomnia ("haven't had a good night sleep"), fallopian tube cyst ("cyst hanging on my right tube") and uterine enlargement ("uterus was enlarged and tilted"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, back pain, arthralgia, insomnia, fallopian tube cyst and uterine enlargement outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, fallopian tube cyst, insomnia and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- lower back pain, arthralgia, sleeplessness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Case become incident events: device dislocation, cyst, uterus enlarged were added. On 20-mar-2020: social media content received: reporter added. Fu 2, 3 and 4 processed together. On 20-mar-2020: social media received. Fu 2, 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.